Event description:
Upon interrogation the lead impedance in both bipolar and unipolar was found to be greater than 3200 ohms. The lead will be explanted and device return has been requested. On (B)(6) 2012 - as of today, all available information suggests this lead remains implanted.